Event description:
A surgeon reports enlargement of the incision and a vitrectomy were required when an intraocular lens was removed due to a broken haptic noted. Following insertion. The pt's outcome was good.